Manufacturer narrative:
(B)(4). Concomitant products: ep-105994 - epoly 28mm rnglc lnr ¿ 378780; 12-115122 ¿ biolox-delta modular ceramic head ¿ 970930; unknown - unknown shell - unknown. Reported event was confirmed by review of x-rays. Review of x-rays shows minimal lucency at the tip of the femoral stem. A small amount of heterotopic ossification has developed superior to the greater trochanter. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04993.

Event description:
It was reported patient underwent right hip revision approximately 15 months post implantation due to loosening of the acetabular component. The cup was removed and replaced. The liner and head were also replaced approximately 9 months post first revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.